Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ra and rv leads were capped and replaced due to oversensing.